Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the sterilization package was broken. It was reported the primary package was damaged. Before the operation, the sterilization package was broken. The seal of the primary package was found broken after the carton was opened. The device inside was contaminated. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed stress marks in the package, and the seal of the device was found open. For this type of failure, a manufacturing investigation was requested, and it was determined that since all steps and key points were successfully executed in the packaging area, this complaint is not related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since an open pouch seal and stress marks in the package were observed during the product analysis, the customer complaint was confirmed. The potential cause of the damage could not be determined since this failure is not related to the manufacturing process. It could be related to the handling of the device during the shipping; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: the sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the sterilization package was broken. It was reported the primary package was damaged. Before the operation, the sterilization package was broken. The seal of the primary package was found broken after the carton was opened. The device inside was contaminated. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).